Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/(B)(6) mesh on (B)(6) 2019 and two perfix plugs on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/(B)(6) plug (device #2). Additional emdrs were submitted to represent the bard/(B)(6) mesh (device #1) and bard/(B)(6) plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). Additional emdrs were submitted to represent the bard/davol 3dmax mesh (device #1) and bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh on (B)(6) 2019 and two perfix plugs on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2016) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh (device 1) and perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh on (B)(6) 2019 and two perfix plugs on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 ¿ patient was diagnosed with left inguinal hernia with pain and umbilical hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1). Per operative notes, ¿in the subumbilical area, the hernia with fascia was separated from the surrounding fatty tissues and closed with sutures. In right side, the prior defect was intact and a direct inguinal hernia defect on the left side was noted. The left inguinal defect was reduced and large left 3dmax mesh (device 1) was placed over the defect and tacked to the cooper¿s ligament. The fascia was closed and secured with sutures. The umbilicus was ten tacked downs to the fascia with sutures.¿ (B)(6) 2021 ¿ patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent open repair with implant of two perfix plugs (device 2 and 3). Per operative notes, ¿in the left groin area, the site of hernia was noted to be redeveloped and recurred. The cord was completely mobilized and a small perfix plug (device 2) was placed to the internal oblique and tacked with sutures at various points. Another perfix plug (device 3) was placed it laterally and overlapped the leaves that encircled the cord and tacked to the prior mesh (device 2) and tacked it laterally. The external oblique was closed and reapproximated with sutures.¿